Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device switches on automatically.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 8th april 2011. The device was returned with a reported fault of device switches on automatically. Multiple manual power ons of up to 10 minutes in duration were observed throughout the history log, which would indicate the device was switching on automatically. The fault was attributed to the corrosion observed on track 13 (on_button) of the membrane tail. The fault could not be replicated when the corrosion was cleared. This would confirm a failure of the membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail along with temperatures as low as -11.7°c seen in the history log would confirm the device had been stored outside of the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device switches on automatically.